Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's ac receptacle was removed and returned. The ac receptacle was extensively tested without duplicating the customer's report. The customer received a replacement ac receptacle. Analysis for reports of this type has not identified an increase in trend.